Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comments that the programmer emitted a high-pitched sound when turned on and that the pen did not always track on the screen. Both the speakers and the xy board were replaced to resolve. It was further noted that the system fan was noisy and it was also replaced to resolve. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's pen does not always track on the screen. It was additionally reported that the programmer made a high pitched sound when it was turned on. It was also requested that it receive a test and calibration procedure. The programmer was returned for service. No patient complications have been reported as a result of this event.